Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)was returned and investigated. The sensor was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. An error occurred while reprogramming sensor. Further investigation was performed. Sensor was de-cased, and no issues such as contamination or physical damage were observed upon visual inspection on of the sensor's pcb (printed circuit board). The returned battery voltage was measured to be within specification range.attempted to re-program returned sensor and an error message was observed which prevents re-programming of the sensor. Therefore, this issue will be closed to unable to test. Therefore, adc is unable to perform any additional investigation for this complaint. All pertinent information available to abbott diabetes care has been submitted. Section d4 (device expiry date) was updated based on the returned product download.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.